Event description:
Pt received (B)(6) stimulation to both quads. Pt initially stated treatment warm at 47 ma prior to start of treatment. Then turned down to 45 ma. Pt stated no heat felt. Treatment started. When electrodes removed from skin, area was pink and hard with yellow areas visible. Nurse called and measured areas. No drainage noted. No pain or discomfort noted by pt. Silvadene ordered for treatment.